Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a critical error alarm and the device stopped working. The customer's blood glucose reading was unknown. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical error open book error due to corroded electronic assembly also, the motor assembly found corroded per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.